Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/16/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/07/2014 with the following findings: the black box download, date range 10/24/2013 to 11/1/2013, does not show any ¿no delivery no prime¿. Black box shows three ¿loss of prime¿ (162) warnings; 2x associated with a ¿replace cartridge¿ alarm and 1x associated with a low, non-zero, force. Investigators performed ¿rewind¿/¿load¿/¿prime¿ successfully. Pump opened. Examined force sensor flex and pins. Force sensor pin solder is cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.